Event description:
It was reported that prior to a valvuloplasty procedure, pre-close placement of the prostar xl sutures was attempted in a mildly calcified common femoral artery through a 5-french sized access site. The sutures were set to the side and an 11-french sheath was placed at the access site. Reportedly, after successful valvuloplasty procedure the 11-french sheath was removed and during an attempt to advance the white knot first, without using a lot of force the white suture was pulled together with the green suture out of the vessel wall of the patient. A small section of the vessel was removed with the sutures. Manual arterial compression was applied, but later it was decided to perform a percutaneous transluminal angioplasty from a contralateral approach. After using a dilatation balloon and implanting a covered stent at the access site, bleeding stopped. The patient was reportedly fine. A significant clinical delay in the closure procedure was reported. There were no reported adverse patient sequelae. The physician was reported to be in training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. (B)(4): failure to follow deployment steps. It was reported that during an attempt to advance the white knot first, the white suture was pulled together with the green suture out of the vessel wall of the patient. The instructions for use for the proglide xl device state under knot advancement to identify the green suture ends. Place one green suture end in each hand. Gently tension the suture to create a longer suture end. (The short end will be your rail limb of suture, for the green knot). Tie a sliding, self-locking surgical knot using the green suture. Lay the green suture aside. Identify the white suture ends. Place one white suture end in each hand. Gently tension the suture to create a longer suture end. The short end will be your rail limb of suture, for the white knot. Tie a sliding, self-locking surgical knot using the white suture. Securely wrap the white rail suture around your left index finger. Saturate the suture with saline. Gently pull on the white rail suture first, keeping the suture coaxial to the tissue tract. Completely remove the device from the artery, leaving the guide wire in the artery. Additionally, pre-close placement of the sutures was reportedly attempted in a mildly calcified common femoral artery through a 5-french sized access site. The prostar xl device instructions for use states that the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy suture was confirmed by the return of the suture with a loop at approximately eleven centimeters below the knot, which indicates that the tightening of the green suture knot had not been completed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.